Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6), product ID: 9733886, serial/lot #: (B)(6), the camera 9735821 was returned to the manufacturer for evaluation. It was found that the camera was damaged. The positioning sensor unit (psu) failed an accuracy test (aak) at .596mm with a passing threshold of .250mm. The frame 9733886 was returned to the manufacturer for evaluation. It was found that the returned frame had no tracking when connected to a known good system. The frame did not display a status on the tiu indicating a likely open in the cable. Codes b01, c02, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was camera recognition failure. No known impact to patient outcome. There was a less than one hour surgical delay. The procedure was completed by continuing to use the navigation system.